Manufacturer narrative:
Report source: health professional should have been checked. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from an optometrist that upon opening revitalens ocutec multipurpose disinfecting solution starter kits, she noticed that there were black metal or plastic shavings inside the box of the starter kit. The shavings were concentrated around the outside of the lens case and some around the bottle of solution; the inside of the lens case (the well) was not affected. Twenty eight starter kits were affected. The product(s) was not dispensed to any patient and there was no patient injury associated with the shavings. A product investigation was initiated and on (B)(4) 2014 it was determined that the retained sample was out of specification.

Manufacturer narrative:
(B)(6). Visual examination of a retained sample from the same lot found that black particles were present on the contact lens case. They were not embedded in the plastic and can be removed with the fingers. They do not dissolve when introduced to water. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit (the disinfecting solution in the starter kit) from the reported lot were within specifications. Microbiology evaluation of retained unit (the disinfecting solution in the starter kit) from the reported lot showed the solution to be sterile. Visual inspection of the returned units confirmed the presence of black solid particles on the external surface of the contact lens case. Manufacturer of reported device performed microbiology and chemistry evaluations of the actual product (the disinfecting solution) in the returned by the reporter; all results were within specifications and sterile. The root cause was identified and a corrective action was implemented to address this malfunction. All pertinent information available to the manufacturer has been submitted. Placeholder.